Event description:
The lay user / patient contacted lfs alleging that the display was cracked on the one touch ping meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient denied any meter trauma. The meter was an out of box meter. The complaint is being reported due to a cracked display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.